Event description:
It was reported that a novum iq large volume pump had a blank display. The pump was programmed for a bolus of intravenous fluid (ivf). When the pump was started the screen was blank and did not show the infusion rate. The pump was switched out for a new pump to complete the ivf infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number (B)(6) is unknown, therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.